Manufacturer narrative:
The complaint was unconfirmed for straight shots. The device did produce malformed constructs. This was due to normal wear on a reusable device.

Event description:
It was reported that the device was producing straight shots.